Event description:
(B)(4). It was reported that following a coronary artery treatment procedure, the patient experienced the loss of the septal branch with stenting. Lesion 1 was located in the proximal left anterior descending artery with 90 % stenosis and was 10 mm long with a reference vessel diameter of 3.25 mm. The physician treated the lesion with pre-dilatation and implanting a 3.00 x 12 mm taxus liberte stent, with 0% residual stenosis. Post the index procedure, it was noted that interventional findings notes that "a small septal emanated from the lesion and was lost with stenting". No treatment mentioned for the same and no other details given. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).